Event description:
Prior to the start of the procedure the physician changed stylets and was unable to insert the curved, stiff stylet into the lead. There appeared to be an intraluminal obstruction when the stylet reached the level of the contacts. A different lead was used with no patient incident.

Manufacturer narrative:
Analysis of the implantable lead model 3776, lot # v392313024 found a foreign material inside of the stylet coil near the distal end, prohibiting stylet insertion. Chemical technologies report indicates the foreign material to be epoxy. Analysis of 2 stylet accessories found no significant anomaly. The stylet wires were bent. Analysis of the stylet accessory found no anomaly.

Manufacturer narrative:
Neu_stylet_acc lot# unknown, neu_stylet_acc lot# unknown, neu_stylet_acc, lot# unknown, (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).